Event description:
The patient presented to the clinic for a scheduled device exchange. During the procedure, scar tissue and arteriole bleeding were identified and successfully managed with ligation. The existing implantable cardioverter-defibrillator (ICD) was explanted and replaced without complication on (B)(6) 2026. The patient tolerated the procedure well and remained in stable condition.

Manufacturer narrative:
Section b1 - "product problem" should not have been selected.

Manufacturer narrative:
The device was returned for analysis. The device was received in normal range of operation. Final analysis did not find any anomalies.